Event description:
A customer observed non-reproducible falsely elevated vitros trop I es results for two unique patient samples tested on a vitros eci analyzer. The results did not agree with previous and subsequent vitros trop I es results obtained from the same patients. The laboratory did report the falsely elevated vitros tropi es result, but there was no allegation of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the issue was related to two unique patients and one specimen from each patient. The samples that gave elevated trop I es results were reported. Previous and subsequent samples had negative troponin results. All results were reported. The definitive root cause of this event could not be identified although the investigation determined that the sample tube processing was taking place that was outside of the sample tube manufactures recommendations, which may have contributed to the event. There was no allegation of patient harm as a result of this event.